Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed for provided material number: 309050 and lot number: 2111221. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation; however, no signs of defect were detected in the retained samples. An exact cause could not be determined at this time for the reported incident. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system that inspects all product and automatically rejects any defective product identified. Based on these preventive measures, we believe the syringe could have been damaged during a blockage in the barrel feeding process. The syringe damage could have gone undetected within the assembly machine and finally resulted in the reported defect during use. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd discardit¿ ii syringe cracked while drawing up medication. The following information was provided by the initial reporter, translated from french: "during the withdrawal of a drug, the syringe cracked at the level of the body on approximately 5mm (in the length) without significant pressure on the piston."